Event description:
During a splenic artery aneurysm coil embolization after repositioning the coil for approximately five times, resistance was felt and the 14x30 trufill dcs orbit complex standard coil was pushed back from the aneurysm. The coil detached in the microcatheter during withdrawal; however, was not able to be removed along with the microcatheter. After unsuccessful attempts at snaring, the coil broke and remained partially in the aneurysm and partially in the aorta. It was reported that additional treatment for removal of the remaining coil and additional embolization of the proximal portion of the aneurysm would be performed at a later date.

Manufacturer narrative:
In addition, it was reported that no complication caused by the remaining coil has been reported to date. The aneurysm size was over 30mm with no information available regarding the neck to sac ration or aneurysm characteristics. No balloon remodeling was utilized. The microcatheter was not reshaped. It could not be confirmed as to whether a continuous flush was maintained. There was no resistance during initial insertion of the coil delivery system. During the coil placement/repositioning process the coil was utilized like a guidewire; i.e. The microcatheter was repositioned over the coil while the coil was in the aneurysm. The event occurred during repositioning. It is not known if there was resistance during repositioning. When the coil was pushed back from the aneurysm after multiple attempts to reposition, the delivery wire was pulled back carefully and it was reported that the coil detached and remained inside of the unknown microcatheter. The microcatheter was pulled back slowly, but the coil could not be removed together. When the coil end was gripped by the goose neck snare (medtronic), the coil stretched and separated. An additional retrieval attempt using another snare (B)(4) was unsuccessful; the separated coil could not be removed and remained with the distal coil in the aneurysm and the proximal part is located in femoral artery (which was the puncture site) through aorta. An intervention was performed four days after the index procedure, but the removal of the coil was unsuccessful. The next attempt is scheduled for the following week. Requested procedural images have not been received. The delivery system and retrieved proximal part of the coil have not been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of final assembly lot 13470594, and subassembly coil assy lot 13409699 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including embolic coil attachment pull test and embolic coil detachment pressure per (B)(4). Calibration records (B)(4) were reviewed, and it was found that the equipment was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The operator qualification records (B)(4) were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. It was reported that prior to the trufill dcs orbit detaching upon withdrawal for repositioning in the aneurysm the microcatheter had been repositioned over the coil. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil followed by coil separation during attempted snare retrieval. This procedural factor along with aneurysm characteristics/coil size selection may have contributed to the